Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. The physician opened the package of the 3.50x20mm liberte bare stent and discovered that the stent was proximal to the balloon, floating on the shaft of the device. The device did not come into contact with the pt and the procedure was completed with another of the same device with no pt complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).